Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that he patient experienced ineffective stimulation. The patient had a revision in which one lead was removed and replaced. Effective therapy was restored.